Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the implantable cardioverter defibrillator (ICD) for detecting sinus tachycardia (st) arrhythmia as a ventricular tachycardia (vt) episode. The device failed to discriminate the change in morphology between st and vt episodes. The device was reprogrammed and remains in use. It was further reported that the right atrial (ra) lead has far field r-wave (ffrw) oversensing during anti-tachycardia pacing (atp) therapy. The ra lead has undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.